Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin transmission. The device exhibited post-paced t-wave oversensing. Programming changes were recommended.